Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that, due to safety mechanism failure of bd autoshield¿ duo safety pen needle, a needle stick occurred. No medical intervention reported.

Event description:
It was reported that, due to safety mechanism failure of bd autoshield¿ duo safety pen needle, a needle stick occurred. No medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other . Device single use?: no . Device returned to manufacture: yes. Investigation summary: one open 30g x 5mm safety pen needle and three photos were returned from an unknown lot. No. Unknown, cat. No. 329705. Activation testing was carried out on the returned sample and it was observed that the patient end was activated while the non-patient end was not activated. No lot history review can be carried out as lot number is unknown. The root cause of this issue is the rotation of the non-patient shield locking into the hub not being set correctly. CAPA (B)(4) was raised to address this issue.